Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: review of the black box data revealed the last bolus delivered was a 6.0 unit bolus recorded on 20 january 2016 at 06:16. The last basal delivery was recorded on 20 january 2016. The basal & bolus deliveries added up appropriately to equal the total daily dose, showing that the pump was delivering accurately until the last date used. On investigation, the pump passed delivery accuracy testing and was found to be delivering within required range & delivering accurately. There were no errors, alarms, warnings or delivery interruptions during the investigation. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on 02/26/2016 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 360 mg/dl with no reported symptoms suggestive of. This reported event does not meet animas¿ criteria of a reportable adverse physical event. No patient harm is reported. The reporter alleged an inaccurate delivery issue with the insulin pump. This complaint is being reported because the alleged inaccurate delivery issue was not resolved.